Manufacturer narrative:
Clarification to device manufacture date.: december 2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported a xen®45 gts event described as "slide operation abnormality (got stuck)" during implantation in right eye.